Event description:
The patient was undergoing a medical procedure in the common carotid artery (cca) and internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max), an embolic protection system, and a stent device. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the embolic protection system through the neuron max to the target vessel. The physician then advanced the stent delivery system over the guidewire of the embolic protection system and through the neuron max to the target vessel. Next, the physician deployed the stent device in the target location and then removed the embolic protection system and stent delivery system. Subsequently, the physician experienced resistance while removing the neuron max and upon removal the physician noticed that the distal end of the neuron max was damaged. It was reported that the outer layer of the distal end of the neuron max was damaged and that the inner braiding of the neuron max was exposed. A subsequent angiography showed that no damaged piece of the neuron max was left in the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed that the catheter was stretched at the distal segment. Evaluation revealed fractures and exposed braided material at the stretched location. If the neuron max is inadvertently retracted against resistance, damage such as stretching and subsequent fractures may occur. The root cause of resistance during the procedure could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.